Manufacturer narrative:
Updated data : b4, b5, e1 (email) , e2, e3, g2, g3, g6, g7, h1, h2, h10, h11 corrected data : d5, g1.

Event description:
It was reported that during normal check the battery of the cardiosave intra-aortic balloon pump (iabp) were not charging.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the console was not making good contact while docking with the cart assembly. To resolve the issue, the fse adjusted the docking connections and lubricated properly. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the battery of the cardiosave intra-aortic balloon pump (iabp) were not charging. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10, h11. Corrected field: b5.

Event description:
It was reported that during routine check the battery of the cardiosave intra-aortic balloon pump (iabp) were not charging. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.